Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for a routine follow up. Upon interrogation, the pulse generator exhibited backup operation. After a software download, normal function resumed.